Event description:
It was reported that during the implant procedure, the physician had difficulties to pull the lead out of the introducer. After peeling and pulling back the introducer out of patient, it was visible that the layer on the lead body was rolled up at the proximal end of the hvb coil. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) distal lead segment was received (28cm). No anomalies found. It was noted the helix/lobe was distorted/bent.